Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis is unknown. On an unreported date, the pt was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. It was unknown if a peritoneal effluent culture was performed. At the time of this report, the pt remained hospitalized and was not recovered from the event. No further information was provided. Additional information was requested but is not available.